Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an hysterectomy procedure in 2019 and absorbable hemostat was used. Absorbable hemostat was used prophylactically and the excess was not irrigated. The patient developed an organ infection. No additional information was provided.